Manufacturer narrative:
The device alarmed unexpected after battery change and resets time/date to factory default due to connector voltage leak at interface board. The device was received with all operating currents within specification and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unable communicate to carelink pro, problem isolated to mother board. No unexpected alarms noted during testing. The device had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that they received several unexpected restart alarms and external ram error alarms. The customer's blood glucose was unknown at the time of incident. The caller stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The caller stated that the insulin pump was not stored or not in use for an extended period of time. The caller stated that the unexpected restart alarm was recurring during normal use. The insulin pump was returned for analysis.